Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 70-80 mg/dl) and required assistance from a family member to consume food. Cause of low bg was not known. As the event occurred in the past, tandem technical support recommended that the customer discuss the low bg with a healthcare provider.